Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer states that she is having difficulty with bent cannulas and air bubbles in the tubing which are causing her to go high. Her symptoms were that she just does not feel well. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks.